Event description:
It was reported that right hip revision surgery was performed due to metallosis.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to metallosis. During the revision the bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, the patient had increasing pain, elevated blood cobalt and chromium levels and mechanical symptoms. During the revision, a large encapsulated mass, necrotic tissue of silver/metallic appearance, a thick capsular mass extending over the greater trochanter and involving the majority of the hip capsule as well as a mass at the psoas tendon and some bone loss at the posterior wall of the acetabulum were noted. The acetabular cup was described as ¿in slight retroversion compared to the transverse acetabular ligament¿. The final diagnosis was failed arthroplasty, wear and adverse reaction to metal debris with soft tissue mass. Whether there is a relation of the reported retroversion to the reported mechanical symptoms and other findings cannot be further investigated without x-rays or the implant available. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.